Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/13/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that during a patient who underwent a spaceoar placement procedure, experienced pain and discomfort. The patient was treated with an antispasmodic to assist with the discomfort which it helped. The physician also observed movement of the hydrogel towards the rectum. The patient also got an MRI to evaluate.